Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: "fiber connection error". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to an improper use (with correct labeling) of the device. We are unaware about patient injury.

Event description:
The optical fiber had a problem that didn't allow to use them. No adverse effects to patient were reported.